Manufacturer narrative:
The report of tcmid:07 (coolant temp high) error message was not reproduced during evaluation of the thermogard console (sn (B)(4)); however, was confirmed during review of the event log. Information received from a representative of the manufacturer's technical service team. The console has no physical damage. The console was functionally tested and found no functional issue. As part of routine service during testing, the internal parts of the console were inspected. It was indicated that the tcmid:07 error message occurs intermittently and this is due to a loose cable connection between temperature probe and the temperature control board. The cable connection was then securely connected. The console was tested for three hours with no further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed a tcmid07 (coolant temp high) error message upon power up. No known impact or patient consequence was reported. No further information was provided.